Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause is attributed to use-related factors, such as side-loading, off-axis insertion, or leveraging/prying the device during use.

Event description:
On 10/21/2025, it was reported by a sales representative via (B)(4) that during an mis: excision, exostosis-left plantar midfoot exostectomy a metal "snapping" sound was heard. Upon inspection, it was found that the non-cutting side of the ar-300-b202 burr that sits within the ar-300b burr attachment had sheared off, leaving a fragment of the burr lodged inside the attachment. This was discovered toward the end of the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.